Event description:
A malfunction was reported with a resettable error code, and the pump battery died before the issue was resolved. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised on how to reset the pump, reload the cartridge, and restart the cgm session after power was restored, and no further assistance was required.